Event description:
A report was rec'd from the USA, stating that there is an air leak near the connection to the robot. The device was being used during surgery. There was no user or patient injury. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).